Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment and found the image acquisition system (ias) computer required replacement. After replacing the computer the medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Medtronic investigation of suspect ias computer finds that the reported issue was confirmed to be caused by a corrupt operating system. When ias computer was powered, it didn't powered due to two errors. "The application failed to start because wsock32.dll was not found. Reinstalling the application may fix this problem" and "tftpd.32.exe is a corrupt file " run chkdsk to fix this problem". After running 'chkdsk' found the problem and fixed it. O-arm computer was installed in the imaging test system and ran without any issues. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of MDR's filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure the imaging system would not fully boot. The imaging system was unresponsive in 'system booting please wait". The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.